Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with cracked reservoir tube and reservoir tube window. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on reservoir chamber and reservoir opening. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.